Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU). A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the target lesion was located in the mid left circumflex (lcx). Pre-dilatation was performed with a trek 2.0 x 15 mm balloon at 9 atmospheres (atm). The xience xpedition stent was then deployed at 10 atm. After deploying the stent, an edge dissection was noted. A non-abbott 2.5 x 18 mm stent was implanted to cover the dissection. There was no adverse patient sequela. No additional information was provided.